Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of personal injury. Information provided in operative notes and a review of invoice history confirms the left hip arthroplasty procedure occurred on (B)(6) 2009 and the right hip arthroplasty occurred on (B)(6 )2009. Additional information received in patient's blood tests indicates cocr levels are within the normal range. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified

Event description:
Legal counsel for the patient alleges that the patient underwent bilateral m2a hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty procedure occurred on (B)(6) 2009. The right side was done on (B)(6) 2009, no operative notes were provided for the right hip. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same person (reference 0001825034-2012-02144 / 02145).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 8 mdrs filed for the same patient (reference 0001825034-2012-02144 / 02145 & 2014-00558 & 00560 / 00564)

Event description:
Legal counsel for patient alleges patient underwent bilateral total hip arthroplasty procedures and further reports patient allegations of negative effects to tissues, bones, muscles and ligaments. Operative reports and review of invoice history confirmed the patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2009. There have been no reported revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.